Event description:
This is report 2 of 3 for the same event. It was reported from (B)(6) that during an osteoarthritis surgery with "tomofix", it was discovered that the compact air drive device did not work when used together with the oscillating saw attachment device and a hose device. According to the reporter, the device leaked air from the hose connector and did not work. The reporter further indicated that the device worked when the device was used with the quick coupling or jacobs chuck devices. There was a fifteen delay to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Lot number: the device lot number was not provided by the reporter in the initial report. Therefore, the lot number was documented as unknown. Upon receipt of the device the lot number was identified as 28777. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the soft mode switch was leaky and was not tight enough while running. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to a wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.